Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh exposure the patient underwent mesh revision on (B)(6) 2007. (B)(4). Mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-04043. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported on (B)(6) 2007 that the patient experienced abdominal pain, cramping and vaginal spotting since her revision surgery. On (B)(6) 2010 it was reported that the patient experienced recurrent discharge, vaginitis, mixed incontinence and dyspareunia. She had a pre-surgical work up and is scheduled to have an excision to release tendon of mesh via vaginal approach and additional mesh implantation.(B)(4).

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-04043. The same patient is represented in each medwatch.